Manufacturer narrative:
Result: wheel.

Event description:
It was reported by service report that the brakes do not hold and the power cord was damaged. No patient involvement or adverse consequences are reported.